Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. As received, the monitor failed a pulse test. The cause for the pulse test failure was isolated to pca connector j1003 on the defibrillator board. Oxidation build-up on the connector increased the resistance, causing the pulse test failure. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code 102 (charge profile fault).